Event description:
It was reported the patient stopped feeling stimulation and is no longer able to establish communication with her ipg via charging system or patient programmer. A replacement charging system did not resolve the issue. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.